Event description:
This is a report received by the distributor, in other country. A crack on the cryocyte container occurred after removal from the storage tank. Due to this event 0.75x10e6/kg cd34 positive stem cells were lost. Fortunately, backup containers were frozen, so that at least 2.25x10e6/kg c34+ cells were available for infusion. There was no pt injury. If any additional info should become available, a follow-up report will be submitted.